Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station stuck at login screen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station stuck at login screen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: e2, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at carefusion (cfn) admin application login screen. A field service engineer (fse) logged into the cfn admin screen, found the application did not launch, cleared mssql logs to free up space on the c drive and waited for the technical support specialist (tss) to remote in. The tss instructed the fse to reimage the device. The fse attempted to reimage, and stuck on a black screen, installed a new hard drive (v1.6.1 win10) and hard drive cable, but the data synchronization would not be completed. The fse then installed another hard drive which was successful, configured windows server update services (wsus) as per instruction, cleaned and inspected the unit to resolve. The customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.